Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission with an alert for extended charge time. The patient was brought in the clinic on (B)(6) 2017. The high voltage charge was initiated by a regular capacitor maintenance. The capacitor maintenance was measured manually and timed out. The device was explanted and replaced. The patient was stable before, during and post procedure.

Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.